Event description:
It was reported that cartridge did not fully snap into pump when customer attempted to load it. There was no reported impact to the customer¿s blood glucose level. Customer confirmed there was no housing damage, found an o-ring on pneumatic tap, removed it, cleaned pneumatic tap area as instructed by technical support, and was then able to load cartridge successfully; no further issues were reported.